Event description:
It was reported that the atrial lead was repositioned due to high threshold. However after repositioning the atrial lead threshold was still high. Therefore the lead was once again repositioned and the helix was unable to be retracted. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in segments and analyzed. Analysis revealed that the distal conductor was distorted. It was also noted that there was blood/body fluid on the distal and proximal conductors (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.